Event description:
It was reported that the patient line became separated from the cartridge. There was no adverse impact to the customer's blood glucose level. Reportedly, the cartridge was changed to resolve the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.